Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 0.6¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 58/54 mg/dl, for level high were 241/250 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not return her strips, and ok biotech reviewed the manufacturing record of this suspected device. The strip lot # d150627-1 that patient reported was incorrect, and should be correct to lot #d150617-1. The strip lot # d150617-1 was manufactured on 06/17/2015 and expired in june 17, 2017. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00pm after the end user received higher than normal blood glucose readings from her prodigy diabetes meter. The end user stated she felt weak was incoherent and passed out. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 38 mg/dl. The end user was given sugar water and a d50 solution to assist with raising her blood glucose. She was transported to the ER and her blood glucose had surged to 64 mg/dl. She was given an additional IV with d50 solution and admitted to the hospital. At the time of this call the end user was still in the hospital and no additional details were provided in regards to this medical event.